Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with all test results from the meter memory and from reported back to back test results of 521 and 110 mg/dl fasting. The result of 521 mg/dl was not found in the meter memory. The customer¿s expected blood glucose test result range is: 90-95 mg/dl am fasting 100 mg/dl am non-fasting under 115 mg/dl pm fasting under 150 mg/dl pm non-fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 164 mg/dl and 197 mg/dl using the meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/30/2021 and open vial date is 11/13/2020. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).

Manufacturer narrative:
H6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Mlc-018 added.